Event description:
After I had the essure procedure my monthly cycles became heavier than normal. My flow was so bad, I would change my pad and then have to change it within 30minutes. I had to end up having an ablation to cope with the heavy bleeding. FDA safety report ID # (B)(4).